Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-03966. 2015691-2019-03967. 2015691-2019-03968.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  The dates of the events are unknown; however, according to the article the study period started (B)(6) 2006. For this reason, the first day of the reported study period ((B)(6) 2006) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are:  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve. Reference: kempfert, jörg, et al. "A second prosthesis as a procedural rescue option in trans-apical aortic valve implantation." European journal of cardio-thoracic surgery 40.1 (2011): 56-60. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of this event could not be determined due to lack of detail information. However, investigation results suggest procedural factors and patient factors not provided may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), through the review of the medical article ¿a second prosthesis as a procedural rescue option in trans-apical aortic valve implantation¿ corresponding author dr. Thomas walther et al. Since february 2006, patients that were previously treated with tavi with an edwards sapien valve, underwent a valve-in-vale (vinv) procedure with a second edwards sapien valve by ta approach.  The following events were identified in this group of patients as pertaining to edwards devices: a ventricular septal defect (vsd) was visible immediately after initial valve implantation in 2 other patients.  Vinv implantation could be performed in both patients and completely sealed the vsd in both cases.